Event description:
In 2006, a clinical incident involving a tristar 50 with integrated cable arthrowand was reported to arthrocare corp via medwatch mw1039888. During an arthroscopic procedure of the left ankle, the tip of the device was reported to have detached and remained in the pt's ankle. No further info is available for pt's current condition.

Manufacturer narrative:
Requested the device to be returned for investigation. The device was not returned to MFR for evaluation. The lot history documentation was reviewed for this lot. The device history record review indicates all specifications were met. No conclusion can be made.